Event description:
Procedure: wedge resection. According to the reporter: one day of the surgery, bleeding was found from the chest wall. It was found by vats. Using electrical knife, the bleeding was stopped. It was reported the double stapled part by duet touched the bleeding part of the lung when the lung was inflated. Bleeding was reported as over 500cc. Transfusion was done.

Manufacturer narrative:
(B)(4).